Event description:
Reportedly a pt died while hospitalized. This pca pump was one device that was attached to the pt at the time of death. The hosp has determined that this event was not related to use of this pca pump.